Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead measured high thresholds, showed no capture and gave an alert. The rv lead was dislodged. This lead was revised and remains in use. No patient complications have been reported as a result of this event.